Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive used in the procedure was evaluated by medtronic personnel. It was reported that some tracer points were sinking into the skin of the 3d model, possibly due to excessive force being used during the registration.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 2 millimeters to the left was observed. It was reported that the site completed the procedure compensating for the imprecision. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.